Event description:
It was reported that the guide wire would not exit the tip of the trek balloon catheter as it appeared to have lint or a piece of black plastic at the tip. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event has been estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.